Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Expiration date - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during a lhc (left heart catheterization) with no pci (percutaneous coronary intervention) the angio-seal device failed. The device was taken out of the patient and the patient had additional testing done due to the device issue. A 5fr pinnacle sheath was used prior to the angio-seal. Additional information was received on (B)(6) 2018: it was reported that the device was not removed. When the doctor arrived, they had figured out a way to release the suture, however, the doctor stated that the button on the device had malfunctioned. A duplex ultrasound was done on the side that the angio-seal was deployed and it resulted in a normal test. Additional information was received on (B)(6) 2018: it was reported that they had to break the device to get the suture free. Hemostasis was not achieved by the angio-seal device and some bleeding did occur. The blood loss was less than 250cc.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.